Event description:
Healthcare professional reported a right-side capsular contracture grade IV. A capsulotomy was performed in office on (B)(6) 2025. Additionally, singulair was prescribed as treatment. The device remained implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4.

Event description:
Healthcare professional reported a right side capsular contracture grade IV. A capsulotomy was performed in office on (B)(6) 2025. Additionally, singulair was prescribed as treatment. The device was remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: capsular contracture grade IV. The following reported event(s) is a/are physiological complication(s), and device analysis typically does not help allergan determine the cause: capsular contracture grade IV.